Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
Mthe lab eval confirmed a broken adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source. Because this pump was returned to abbott as part of a recall and was not associated with an initial reporter.